Event description:
Customer reportedly obtained results of 428mg/dl, 377mg/dl, 328mg/dl, and 55mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. No strip information provided and no quality controls were used. Requested return of suspect device, however, customer reports strips are not available for return. No information reported to indicate where comparison occurred. Advantage test system: meter, strip exp/lot/cat unknown.

Manufacturer narrative:
Suspect device: comfort curve test strips.